Manufacturer narrative:
Correction to g2 to add the foreign country netherlands. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to design. On (B)(6) 2018, there was a design change implemented to the printed circuit board (dr board). Countermeasure products have been shipped after (B)(6) 2018. The subject device was manufactured before the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. There is no image when using 180 series scopes due to a defective dr board in the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii video system center was not producing an image when used in conjunction with 180 scopes, though 190 scopes were reportedly working without issue. According to the initial reporter, this was noted during procedure preparation and the intended procedure was completed by switching to a similar device. There was no patient harm or consequence reported as a result of this event.